Manufacturer narrative:
It was determined that the sterile cranial reference frame's top divot was the problem. It would not allow the surgeon to verify the probe and as a results, the probe would not track. Tested the sterile reference frame and the non-sterile reference frame after the case. Also, tested both the sterile and non-sterile passive planar blunt probes.

Event description:
A medtronic rep reported the passive planar blunt probe was tracking intermittently during a cranial case. The camera was placed about 6 feet away from the reference frame. There was an issue verifying the probe with the divot on the side of the frame, but they were able to verify the probe with the divot on top of the frame. The geometry error was .24 mm when the probe was sitting on a tray during the case. When the dr picked up the probe the status would flicker between red and green; the rep did not know the geometry error during this time. There was nothing blocking line of sight. There was no impact on the pt's outcome reported.